Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken patient cable pin in the connector of the system controller was confirmed via the submitted picture. System controller, serial (B)(4), was not returned for analysis. The provided information stated that a patient cable pin was broken and remained in the system controller which prevented data communication. The provided pictures showed a broken pin 5 on the white power cable. This pin is responsible for data transmission. The pin was stuck in the white connector of the controller. Additional provided info stated that replacing the patient cable and controller resolved the issue. The instructions for use (IFU) states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate touch system was unable to connect to the system controller. The patient cable pin was broken and the broken pin remained in the system controller which prevented data communication. The wireless adapter was checked and re-connected to the heartmate touch system after closing the heartmate touch app. The patient cable and the system controller were exchanged and the problem resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.